Event description:
It was reported that this pacemaker had stored episodes of sudden brady response (sbr) and non-sustained ventricular tachycardia (vt). Technical services (ts) reviewed the device episode data. There was noise on the right ventricular (rv) lead channel and oversensing which resulted in the stored non-sustained vt episode. There was no pacing inhibition greater than two seconds observed. Later, it was noted that the patient's heart rate dropped significantly and the sbr feature did not engage as expected. The patient passed out. There was noise and loss of capture (loc) observed on the rv lead. This patient was not dependent on pacing. No additional adverse patient effects were reported. Currently, this device remains in service.